Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Troubleshooting was performed. Customer reported they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged critical pump error (open book image) found on (B)(6), 2022. No critical pump error (open book image) alarm noted during boot up. Device was received with early seating. The pump passed the displacement test, rewind test, and active current test. The device failed the self test due to appearance of pump error the device failed the prime/seating test due to early seating. Unable to perform basic occlusion test, force sensor test, and occlusion test due to early seating. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump error alarmed during testing on (B)(6), 2022 at 07:04:51.000. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, missing display window/cover, label damage, and battery tube threads - cracked. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm¿not confirmed. Pump error and high sleep current measurement were confirmed during testing due to moisture damage on the connector of electrical board 1, lcd flex connector, and electrical board 2. Early seating was confirmed during testing due to corroded home switch and motor flex cable. Moisture damage was. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.